Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The user facility returned a evis exera iii bronchovideoscope to the service center. During inspection of the returned device, it was observed that the image disappeared during angulation in the up and down direction due to damage on the charge-coupled device unit. There were no reports of patient harm.

Manufacturer narrative:
Information added to h3 and h6. Correction to the g3 of the initial medwatch. The aware date should be 9 sep 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the connecting tube had a dent, and it is likely that the image sensor unit malfunctioned by kinking the insertion section, which led to the event. It is possible that the procedure was prolonged because the subject device had to be replaced due to the malfunction. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). Important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.